Event description:
It was reported that this right ventricular (rv) lead recorded a high out of range pacing impedance value. This led the associated cardiac resynchronization therapy pacemaker (crt-p) to trigger a lead safety switch (lss) from bipolar to unipolar. Technical services (ts) recommended further system evaluation. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, this rv was explanted and successfully replaced. No additional adverse patient effects were reported. This device was retained by the explanting facility. Subsequently a related report was identified that also noted high pacing thresholds as a reason for explant.

Manufacturer narrative:
This report corrects fields d4: model number, lot number and includes a reference to a related MDR for additional allegation that were reported separately. All future reports will be filed under this report.

Event description:
It was reported that this right ventricular (rv) lead recorded a high out of range pacing impedance value. This led the associated cardiac resynchronization therapy pacemaker (crt-p) to trigger a lead safety switch (lss) from bipolar to unipolar. Technical services (ts) recommended further system evaluation. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, this rv was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recorded a high out of range pacing impedance value. This led the associated cardiac resynchronization therapy pacemaker (crt-p) to trigger a lead safety switch (lss) from bipolar to unipolar. Technical services (ts) recommended further system evaluation. This lead remains in service. No additional adverse patient effects were reported.